Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery in which the a new reservoir was implanted due to it migrated and it caused discomfort in lower abdomen. No further information has been reported.